Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) was unable to be pressed properly. The button would not depress at all resulting in a failure to achieve hemostatic blockage. Four minutes of manual compression was eventually used for hemostasis. There were no reported injuries to the patient. This was after a transfemoral artery angiography procedure in which a non-cordis sheath was used for access via a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including a 30-45 degrees insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color and pulsatile flow significantly slowed from the bleed-back indicator. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white position. During this visual analysis, a kinked portion was observed on the delivery shaft, located 8 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, achieving the expected retraction of the indicator wire and plug deployment. Additionally, the indicator window changed to the black, white, and red position as expected. A high magnification evaluation was performed to examine the device¿s internal components assembly configuration. No abnormal conditions were observed during this evaluation. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was performed successfully, with the lever being able to be depressed and successful plug deployment. The internal mechanism showed no anomalies. A kinked condition was observed on the delivery shaft. It is likely that any issues experienced when attempting to use the device may be related to the kink observed on the delivery shaft. The exact cause of the reported issue could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) was unable to be pressed properly. The button would not depress at all resulting in a failure to achieve hemostatic blockage. Four minutes of manual compression was eventually used for hemostasis. There were no reported injuries to the patient. This was after a transfemoral artery angiography procedure in which a non-cordis sheath was used for access via a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including a 30-45 degrees insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color and pulsatile flow significantly slowed from the bleed-back indicator. The indicator window did not show any red color during retraction. The device will be returned for evaluation.